Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
1. Site reported ae of big haematome on the punction area (start date: (B)(6) 2018)has been assessed by sponsor to be related to the study procedure. Details regarding the event is pending from the site. 2. Site reported ae of urinary infection (start date: (B)(6) 2018)has been assessed by sponsor to be related to the study procedure. Details regarding the event is pending from the site did the ae result in any treatment¿ was updated from ¿no¿ to ¿yes¿. 2. Diagnostic test of CT left inguinal subcutaneous hematoma preformed on (B)(6) 2019 was added. 3. ¿did the ae result in the subject being hospitalized¿ updated from ¿no¿ to ¿yes¿ start date (B)(6) 2018 end date (B)(6) 2018 4. ¿was the ae treated with a percutaneous intervention¿ updated from ¿no¿ to ¿yes¿ 5. ¿was the ae treated in another manner¿ updated from ¿no¿ to yes¿ with comments: ¿local compression of 45 minutes, compressive bandage and strict bed 48 hours¿ 6. ¿led to serious deterioration in the health of the subject that resulted in¿ in-patient or prolonged hospitalization¿ updated from ¿no¿ to ¿yes¿ site has reported a new procedure related event of ¿headaches post procedure¿ with onset date of (B)(6) 2019. Patient was treated with an additional medication of ¿doliprane + orozamudol¿, event was recovered/resolved on (B)(6) 2019. Event term is updated to ophthalmic migraines. Additional information received noting patient headaches asophthalmic migraines and resolved with medication by (B)(6) 2019. The events were potentially procedure related but were not considered life threatening and did not result in hospitalization or disability. Additional information received regarding the reported adverse event of "big hematoma [at] access site." The site assessment of the event concluded the event had a causal relationship to the procedure but was not related to the pipeline device. The hematoma was noted to be resolved on (B)(6) 2019.